Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that implant of this implantable cardioverter defibrillator (ICD) was attempted but not successful due to instances of noise and oversensing upon insertion of the right ventricular (rv) lead into the device. An alternate rv lead was attempted with the same result. Upon removing this device and implanting another the issue was resolved. There were no instances of pacing inhibition or inappropriate therapy throughout the procedure. No adverse patient effects were reported.